Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering noted eschar buildup on the jaws and blade channel. During trigger activation testing, engineering actuated the blade and found it was difficult to actuate initially. After actuating the blade a few times and removing the dried debris, the blade was able to move freely. Engineering investigated the quality of the blade by activating the device on porcine connective tissue and found that the blade met specifications and was able to transect without jamming. The root cause of poor cutting performance is unknown as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "surgeon was not able to cut small/fine tissue. Blade seemed to push tissue forward in between the jaws. Needed to take another scissor to cut tissue. " patient status - unknown.